Event description:
Stitching on mesh seat belt holding buckle came out prior to this incident. Therefore, when resident in transfer chair leaned forward with full weight, pressure caused belt end slide out of buckle and made safety belt useless. Resident fell to floor, fracturing hip.